Event description:
Patient's family member reported their one touch ultra meter was reading inaccurately erratic. Patient had taken a test and received 32 mg/dl. They fed them jolly jellies and piece of cheesecake, they then tested again in one hour and received a reading of 412 mg/dl. They gave the patient 9 units of humalog. An hour and 20 minutes later they tested again and received a reading of 32 mg/dl. They gave the patient sherbert, 2 jolly jellies, and pear syrup. After 30 minutes nurse tested patient and received a reading of 39 mg/dl. They gave the patient more syrup and sherbert, but patient kept getting worse. Tested again 40 minutes later and received a reading of 127 mg/dl. Patient still was unresponsive. 20 minutes later the paramedics tested the patient and received a reading of 18 mg/dl on their meter. Paramedics gave the patient glucose. Paramedics asked if patient wanted to go to the hospital and patient said "no."